Event description:
Reporter stated that "tubing cracked where tubing joins the hub at the female connector end. Created an occlusion and it didn't send insulin to pt". Follow up with a clinician revealed that nurse noted damp sheets while repositioning the pt upon further assessment, nurse noted a crack in the tubing of the set near the female luer adapter and realized that pt was not receiving insulin. Clinician stated that pt's glucose levels went up and pt required insulin. There were no sequelae reported.